Event description:
It was reported that the right ventricular lead had a high threshold, impedance of 3377 ohms, intermittent capture, and a possible lead fracture. The physician felt the lead was not safe to remain in use so it was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.